Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a severe hypoglycemic event while using the ilet system, which the provider attributed to a late meal announcement and using a meal announcement to correct a high glucose; the event was treated with oral carbohydrate (kool-aid and candy), and glucagon was not administered. Symptoms included hypoglycemia. Outcomes included recovery without third-party assistance, emergency services, or hospitalization. Investigation included case review with the clinic and education provided to the patient regarding appropriate correction methods and timing of meal announcements. Investigation of this case revealed user management of glucose using meal announcements as corrections contributed to the event. It was concluded that the device functioned as designed and that the event was related to use error, addressed through troubleshooting and education.